Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for polybag damaged, plunger cap damaged and thumbpress missing on lot # 8344554. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8316910. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200790424] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm experienced product damage while still considered operable, and a broken thumb press. The product defects were noted during use. The following information was provided by the initial reporter: material no.: 324911 batch no.: 8316910. Verbatim: consumer reported found one packet of 10 with plastic melted in the upper corner. Consumer reported within this same packet 1 syringe damaged plunger cap. Consumer reported with this same syringe plunger rod thumb press missing. Date of event: unknown.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm experienced product damage while still considered operable, and a broken thumb press. The product defects were noted during use. The following information was provided by the initial reporter: material no.: 324911, batch no.: 8316910. Verbatim: consumer reported found one packet of 10 with plastic melted in the upper corner consumer reported within this same packet 1 syringe damaged plunger cap consumer reported with this same syringe plunger rod thumb press missing. Date of event: unknown.

Manufacturer narrative:
The following information has been updated: h.6 investigation summary: level a investigation. Samples will be forwarded to manufacturing (holdrege) on 04jun2020 for further review. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for polybag damaged, plunger cap damaged and thumbpress missing on lot # 8316910. Investigation summary: customer returned one (1) 31gx6mm, 0.5ml bd insulin syringe in an open polybag from lot 8316910. Consumer reported that the plastic was melted in the upper corner on one packet of ten, one syringe had a damaged plunger cap and the plunger rod thumb press was missing on that same syringe. The returned samples were examined, and the following was observed: one syringe with a crushed plunger cap and broken plunger rod. One syringe polybag open along the seal/ open seal. Manufacturing (holdrege) will be notified of the observed issues. A review of the device history record was completed for batch# 8316910. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200790424] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 28may2020, holdrege received a complaint, via a picture, the images showed one syringe assembly a broken thumb press, one damaged plunger cap and a polybag with open vertical seal. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken thumb press: root cause: l2l dispatch #49529 was created for jamming plungers. Corrective action: adjusted the air jet by moving back to its original position. Damaged plunger cap: there were no quality notifications or logbook entries that pertained to this defect during the production of this batch. A definitive root cause cannot be determined. Ffs process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. There were no quality notifications or logbook entries that pertained to this defect during the production of this batch. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.